Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the balloon broke. The surgeon applied another device to complete procedure. The hosp has reported no pt's injury occurred.